Event description:
Reporter indicated that high lead impedance readings were obtained and the pt underwent full revision surgery. It was indicated that a lead break was identified; however, details were not provided on how this was concluded. Good faith attempts to obtain add'l info such as specific diagnostic results, x-rays, etc. Have been unsuccessful to date. The explanted device has been rec'd by the MFR; however, device evaluation has not been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.